Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch verio2 meter read inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient on (B)(6) 2015. The patient reported that the alleged inaccuracy issue began during (B)(6) 2015. The patient was unable to provide the alleged inaccurate high blood glucose readings obtained with the subject meter. During the follow-up call, the patient informed the mss that he tests his blood glucose 3-4 times a day and that he manages his diabetes with lantus insulin (fixed dose of 14 units once daily) and novorapid insulin (dose adjusted based on blood glucose results). In response to the elevated results, the patient reported increasing his novorapid insulin dose. At the time of the initial call to lfs, the patient reported developing hypos on unspecified time after the alleged issue began. During the follow-up call, the patient claimed that on several occasions after the alleged issue began he would wake up feeling unwell and shaky with a slight tremor. The patient reported treating himself with glucose tablets, followed by a biscuit. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of severe hypoglycemia after administering an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter.

Manufacturer narrative:
Follow-up # 1. The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: both the meter and test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.